Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: camera head communication error (e224) showing on monitor and failed leak test from the connector. Based on the results of the investigation a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head was not working and the color bars remained on when it was plugged in. The issue occurred during inspection for use. There was no patient involvement.